Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Brush heads slip off from the hand piece. No longer holds the brush heads properly - oral-b [device breakage] metal pin has become a bit narrower - oral-b [device physical property issue]. Brush heads came loose - oral-b [device connection issue]. Case narrative: male consumer via phone stated that the oral-b toothbrush heads slipped off from the oral-b toothbrush hand piece mid-brushing. The metal pin on the oral-b toothbrush became a bit narrower and no longer held the oral-b toothbrush heads properly. No injury was reported. 16-jun-2023 follow up via phone: the consumer reported that the oral-b toothbrush heads came loose mid-brushing. No injury was reported.

Event description:
Brush heads slip off from the hand piece. No longer holds the brush heads properly- oral-b [device breakage]. Metal pin has become a bit narrower - oral-b [device physical property issue]. Brush heads came loose - oral-b [device connection issue]. Case narrative: male consumer via phone stated that the oral-b toothbrush heads slipped off from the oral-b toothbrush hand piece mid-brushing. The metal pin on the oral-b toothbrush became a bit narrower and no longer held the oral-b toothbrush heads properly. No injury was reported. 16-jun-2023 follow up via phone: the consumer reported that the oral-b toothbrush heads came loose mid-brushing. No injury was reported. 11-jul-2023 case update: the suspect product lot was bc108172051. No injury was reported.

Manufacturer narrative:
24-aug-2023: product investigation results: complained product received - user handling was identified as root cause for the complaint.